Event description:
The customer reportedly obtained a 84mg/dl and a result of around 180mg/dl on the accu-chek advantage system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. The customer did not provide information on the strips used during the event. The suspected product is unavailable for return; replacement was sent.